Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral delivery system was returned for evaluation. The dilator was received inserted inside the introducer sheath; the filter was returned deployed. The filter contained all 6 legs and arms. No anomalies were found on the storage tube or pusher catheter. Functional/performance evaluation: the dilator was removed from the introducer sheath. No anomalies were found to the dilator. Skiving was found along the distal end of the introducer sheath. The skiving is most likely due to the filter feet as it was being advanced through the sheath. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: as images were not provided, and the filter was received deployed, the complaint investigation is inconclusive for partial deployment. It is unknown if procedural factors contributed to the reported event. The current IFU (instructions for use) states: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, the pusher rod extended beyond the filter and the filter could no longer be deployed. The filter and deployment system were removed and another filter was deployed without incident. There was no reported patient injury.